Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 524 mg/dl. The customer stated that the elevated bg level was due to the customer not having delivered a bolus all day. The customer declined to discuss bg level or perform troubleshooting with tandem technical support.